Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device was not inflating or deflating properly. Upon explanting, it was discovered there was broken tubing above one of the cylinders.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. A titan touch pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. A separation was noted in the bladder of cylinder 2. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and non-striated, indicating contact with sharp instrumentation. Abrasion was noted on both exhaust tubes of the pump. Partial separations were noted within one of the abrasion sites. Testing revealed these to not be sites of leakage. No functional abnormalities were noted with cylinder 1 or the reservoir. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This positioning then most likely caused sufficient stress(s) on one of the exhaust tubes as indicated by the rough and irregular surfaces of the separation. A separation of this type would then allow the loss of fluid, making the device inoperable. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformance for this lot. No capas are associated with this lot.

Manufacturer narrative:
The follow-up was created to document the conclusion of the investigation. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.